Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue and the front panel was replaced. The unit was tested and was working to service specifications.

Event description:
It was reported that the ventilator's user interface module (uim) touchscreen was unresponsive and there was visible liquid behind the touchscreen. There was no patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Visual inspection revealed there is water behind the touch screen. The water has penetrated the resistive touch screen causing it to become unresponsive.